Event description:
The customer reported to olympus, during routine testing, the evis exera iii colonovideoscope tested positive for microbiological contamination. The device failed testing four (4) times. The positive culture occurred during reprocessing however, the facility has not provided the sampling information for this event. Information has been requested regarding the culture tests and testing dates. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed given the lack of microbial test result information. The device was reprocessed and sent to olympus for inspection. Upon inspection and testing, it was observed that bending up angle did not meet specifications due to wear of the angle wire. The distal end insulation test did not meet standard due to a chip on the plastic distal end cover. It was also observed that the adhesive of the bending rubber is worn. Also, the bending section was noted as heavy when angulated, this is due to deterioration of the friction plate. It was observed that the up and down angle knob has an uneven rotation due to wear of lock engagement lever, causing the inability of the up and down angle knob to lock securely. Lastly, it was observed that the air and water mouthpiece at the scope connector is loose. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and information provided by the customer. The customer provided additional details regarding the culture results. On (B)(6), 2022, the scope tested positive for over 10 colony forming units (cfus) each of pseudomonas aeruginosa, klebsiella pneumonia and achromobacter denitrificans for the scope washings. On (B)(6), 2022, the endoscope water/brushings of the scope tested positive for 1- 10 cfus each of klebsiella pneumonia and pseudomonas aeruginosa. The brushings of the scope tested positive for 1- 10 cfus of klebsiella pneumonia on (B)(6), 2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: inadequate reprocessing as the same pathogens were detected in the additional microbiological testing results from the same sampling sites as the initial microbiological testing. A definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): IFU warns on inappropriate reprocessing as follows: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor the field performance of this device.